Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
D02: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. The root cause is attributed to a component failure. Isi followed up on 7-jul-2021 and obtained the following additional information: the site could not provide any additional information regarding the issue. The problem was identifying during the cleaning/sterilization process after a hysterectomy procedure.

Manufacturer narrative:
Isi has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was submitted for review. A review of the instrument log for the instrument (pn 470205-17/lot # n10190930 0127) associated with this event was performed. Per logs, the instrument was last used on 9-mar-2021 on system sk2752. The instrument had 5 uses remaining after last use. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument had conductor wire damage, with no evidence or claim of user mishandling or misuse. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during central processing, the black cable of the fenestrated bipolar forceps (fbf) instrument was found to be torn after the cleaning process. There was no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.